Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the arcadis orbic gen2 system. During an emergency procedure, no image was displayed on the monitor when the user tried to perform fluoro. The user tried to re-start the unit, but the system remained frozen. The patient was relocated to an alternate system to complete the procedure. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a software error. During an emergency procedure, no image was displayed on the monitor and the pc stopped working. The system was forcefully shut down, but the pc could not be powered on again. A blue screen was displayed. This blue screen is known as the blue screen of death (bsod). This occurs when windows encounters a critical failure and is forced to crash and stop working. The only solution at this point is restarting the pc, even though this may lead to data loss. The customer service engineer (cse) reseated the hard drive, and the issue was resolved. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.